Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "exchange due to patient¿s concern with the product."

Event description:
Healthcare professional reported left side "exchange due to patient¿s concern with the product". Healthcare professional additionally reported rupture. Device has been explanted.